Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) plus blood collection tubes the cap was discovered to have a molding defect. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the cap was found to be deformed before usage.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and revealed defective stopper molding as there is damage to the top of the stopper. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) plus blood collection tubes the cap was discovered to have a molding defect. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the cap was found to be deformed before usage.